Event description:
As reported, the patient had an initial tha on (B)(6) 2019. The patient was revised on (B)(6)2023 due to the poly recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 188-00-10 - wedge plasma s/o sz 10 (sn: (B)(6)). 170-36-07 - biolox delta femoral head 36mm od, +7mm (sn: (B)(6)). 186-01-52 - integrip cc, cluster 52mm, g2 (sn: (B)(6)). H7: z-1732-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.